Event description:
It was reported by service report that the head right timing link was not holding the siderail in the full up position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: timing link.